Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device posted a gas mixer failure alarm during use. The initial analysis of the electronic log file revealed that also ventilation was interrupted, as well.

Manufacturer narrative:
The log file analysis revealed that during the case in question the device detected an internal communication error onboard a pcb that controls the communication between user interface, gas mixer and ventilator. The workstation initiated an emergency shutdown of automatic ventilation and posted corresponding alarms. Monitoring and manual ventilation remain possible in this state. To continue with the particular surgery the user has established the emergency gas supply manually as explained in the IFU; no patient consequences have occurred. The device was used for 17 years now - the user facility has decided not to repair it; it has been taken out of service. The general issue is known from earlier occurrences of the same phenomenon. Intensive evaluation of the provided information and testing of concerned materials did not result in any finding. The fact that the involved pcb is used in another functional unit of the entire device without showing similar symptoms makes a design problem rather unlikely. A reasonable explanation would be emc disturbances beyond the immunity barriers of the workstation which is compliant to iec 60601-1-2. The number of similar cases, related to the same phenomenon, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported that the device posted a gas mixer failure alarm during use. The initial analysis of the electronic log file revealed that also ventilation was interrupted, as well.